Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed amber stains suggestive of dried glutaraldehyde were observed on the outer packaging. The tamper safety seal on the returned jar was received broken. Amber stains were noted on the jar and lid labels. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. Upon opening the jar, remnants of gasket material were stuck along the rim of the jar on approximately more than half of its circumference. Crystallized, dried glutaraldehyde was noted along the jar threads. White particulates that appear to be from the gasket were observed inside the jar. The gasket showed deep pits in the rubber consistent with pieces of gasket stuck to the rim of the jar. The damages to the gasket were found on approximately more than half of its circumference. The particulates were removed and sent to medtronic's analytical chemistry department for ft-ir analysis. The 3m freeze watch temperature indicator was not activated. The mold cavity models are as follows: jar: 07 and lid: 01. The sample was received between two glass slides that were taped together and labeled. The particles were removed and placed on a gold coated slide for testing. These particles were analyzed using the bruker invenio ftir and hyperion ii microscope using the ge-uatr accessory. These particles were spectroscopically consistent with polydimethylsiloxane. Note: spectral library matches are provided. Library matches do not necessarily provide exact identification of materials. Library matching may only suggest potential chemistries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic valve replacement procedure, opening the lid to the jar which contained this evproplus-29 was difficult. Once the lid was twisted off of the jar, the white gasket ring that seals the jar was stuck to the glass. The valve was never implanted and instead was replaced by a different medtronic valve. There was no patient involvement.

Manufacturer narrative:
Updated: h6 this regulatory report is being submitted as part of a retrospective review. The investigation results have been updated to reflect the root cause findings from CAPA 684613. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.